Event description:
It was reported that after more than three months of catheterization, the power catheter was allegedly found leaking inside the pt at 33.5 cm, about 3 cm from the catheter end (proximal end).

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rewf0332 showed one other similar product complaint(s) from this lot number.